Event description:
The end-user reported transthoracic echo conducted on a patient 3 months following implantation appears to show poor apposition of the left atrial struts, the cardioseal (size and lot number not known) was implanted in 2007. The end-user noted arrangements to better visualize via tee is underway, surgical removal may be required. Six months later, the end-user followed up stating the implant was explanted and available for evaluation. The implanting cardiologist noted the surgeon explanting the device may have broken one of the struts/legs.

Manufacturer narrative:
Our investigation into this matter revealed the complex nature of the defect anatomy, i.e. Long tunnel, contributed to the poor apposition of the left atrial struts. The end-user noted the defect was not balloon sized prior to selecting the implant, additionally a transeptal punctured was not done per the IFU. The poor apposition was visible at implantation but the significance was underappreciated, the implant was left in place hoping it would eventually lie flat. During the 3+ months there were no reports of shunting, or any other patient related issues associated with the poor apposition. However, the implanting physician stated he was not confident in the long-term prospects of the device in this conformity and recommended surgical removal. The patient tolerated the explantation procedure well. Visual inspection: the overall integrity of explanted device is excellent. The device appears to be almost completely encapsulated with tissue. The overall configuration of the device is consistent with implantation in a long tunnel. There are no fractures in the framework. No evidence of fatigue was observed. All of the separated arms on the device were cut and not fractured. This is consistent with the reported information from the end-user stating explanting physician may have been broken the arms of the implant during explantation. The lot number of the implant was not available. Since the poor apposition of the device was directly related to the end-users technique rather than the device. No further actions are required.